Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The patient had two additional leads implanted. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The patient had two additional leads implanted. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13636. It was reported the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein two additional leads were added to the system. Surgical intervention addressed the issue.